Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose of 20 mg/dl. The customer was treated with juice and gel. It was also reported that the customer has been getting no delivery alarms. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.